Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the phaco emulsification tip (phaco tip) was bent and skewed improperly during cataract surgery (without intra ocular lens implantation). The surgery was completed in same day. There was no impact to the patient.

Manufacturer narrative:
No technical inquiries were received from the customer. One opened phaco emulsification tip (phaco tip) in a tip was received for the report. Sample was visually inspected and found to be conforming for no bent condition and nonconforming with no 30-degree grind/cut in the bevel. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the returned sample confirms reported issue and confirms the skewed incorrectly defect as noted by the customer. The root cause is related to the manufacturing process of grinding the phaco tip bevel. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is alcon manufacturing related. A non-conformance record was initiated to trend the defect of phaco bevel issue. All phaco tips are 100% visually inspected by trained operators using magnification 30 times during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).